Event description:
It was reported that the biopsy needle could not cut and remove the tissue sample. The procedure was a kidney biopsy. Reportedly, the needle was not dry; fired prior to use on the pt. The physician tried two times to obtain a tissue sample before changing to another needle. No pt injury reported.

Manufacturer narrative:
The device history records were reviewed and it was confirmed that the lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The complaint sample has been received and is currently being evaluated. Based on the info known at this time, the results are inconclusive and the root cause of the event is unk.